Manufacturer narrative:
The main component of the device system the relevant components include: product ID 8709sc, lot # n160035035, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal baclofen at a dose of 300mcg/day via an implantable infusion pump for intractable spasticity and stroke. It was reported that during a l4-l5 fusion on (B)(6) 2016 the surgeon was not aware of the drug infusion system so the catheter was cut and tied off. The surgeon wanted the pump off. No symptoms were reported.

Manufacturer narrative:
Updated to incorporate information received on 2016-dec-22. Updated with correct initial reporter information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2016. The initial reporter's information was provided. It was also reported that the pump was put in minimum rate mode on (B)(6) 2016. No resolution reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.